Event description:
The customer stated that he was hospitalized with a blood glucose reading of 391 mg/dl. The customer stated that he did not take enough insulin to treat for his food intake, which caused the event. The customer declined to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.